Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's spo2 board. Unit was calibrated and safety tested to factory's specifications.